Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The customer was involved in a car accident; passed at the scene of the accident. The cause of death was blunt force trauma. The customer was wearing the insulin pump at the time of death. The customer's blood glucose, at the time of death, is unknown. The customer was using sensors but the caller does not know if a sensor was worn at the time of passing. The caller stated that they are unable to locate the insulin pump.